Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a microclave¿ connector generated a leak during patient use. It was reported that during cardiovascular imaging there have been issues with the device popping off while with contrast and that it looked like the threads were stripped. It was also mentioned that it¿s been occurring more frequently as well. It was mentioned that the issue had been an ongoing problem for months now so it would come from different lot numbers and could not guess which box it came from. It was also added that not only devices were popping off during injection but were also leaking. The clear plastic piece that stops backflow was being sucked/pushed in, not allowing for the intravenous tubing (IV) to be used unless switched to another piece. There was no patient harm reported.